Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, it was noted that the device label is allegedly blank. Furthermore, there is no longer any printed information on the label. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, it was noted that the device label is allegedly blank. Furthermore, there is no longer any printed information on the label. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the serial number is unknown. Investigation summary: one photo of elevation driver was provided by the customer. In the photo, customer shows bottom view of the device with blank label. No information is visible as the label is blank. No other visual anomalies were noted of the internal component. The elevation driver serial number unknown was received at the bd-bard global service and repair. The elevation driver was visually inspected upon receipt and was found to be damaged. The back label is almost blank. The text is missing. The device was functionally tested and failed the vacuum test during evaluation. There is dried blood in the crevasses between the top and bottom housing subassembly in the tank area, silicone tubing, crevasses of the tank window. The bottom label is a ¿baw¿ label which means the label was replaced at the depot in the past. The moisture indicator is completely red, updates/upgrades required: the top housing subassembly needs replaced. The real time clock (rtc) reverted to 1/1/2000 and needs updated. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device label is blank issue, the investigation is determined to be confirmed for the identified vacuum issue, the investigation is determined to be confirmed for the identified dried blood in the crevasses between top housing and bottom housing subassembly and silicone tubing and crevasses of the tank window issue, the investigation is determined to be confirmed for the identified moisture indicator is red issue. The root cause for reported device label is blank issue could not be determined based upon the information. However, to be ink from label printing was lifted from the label was identified. The root cause for identified vacuum issue could not be determined based upon the provided information. The root cause for identified dried blood in the crevasses between top housing and bottom housing subassembly and silicone tubing and crevasses of the tank window issue could not be determined based upon the provided information. The root cause for identified moisture indicator is red issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.